Event description:
It was reported by the patient that he underwent an inguinal hernia repair in (B)(6) of 2011 and mesh was implanted. The patient has experienced debilitating pain in pelvis, groin, penis and left testicle. He has developed cysts in right testicle and pain and burning when urinating or moving bowels. The pain has affected his mobility and he has had repeated emergency room visits. No further information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this medwatch report is in response to receipt of maude event report (B)(4).